Event description:
The hcp reported that the device was removed due to infection at the implant site. Re-implantation is planned for a later date. No further info has been made available from the hcp at this time.